Event description:
Reportedly, the device was infusing too slow and needs full evaluation.

Manufacturer narrative:
Device evaluation results: the reported incident could not be duplicated. Standard service inspection and 24-hour testing found no faults or issues with the pump. The pump was also tested for delivery by qa and met specifications. The device's operation log was downloaded. Nine infusions from the last three days of use (2007) were calculated. All nine met delivery specifications.